Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with atrophy and recurring incontinence. Surgical intervention was performed to explant the aus and replace with a new device. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at the quality assurance lab, the returned components were thoroughly analyzed. The balloon, pump, and cuff were visually inspected, and leak tested. The cuff shell was worn from wear at a fold and the kink resistant tubing (krt) had wear due to filament fatigue, but the component passed the leak testing. The balloon did not present any abnormalities; however, the krt had wear due to filament fatigue. The balloon passed the leak testing. The pump visual inspection found the bulb had wear due to friction against the krt and the krt had wear due to filament fatigue, but the component passed the leak testing. Additionally, the pump was functionally tested and did not pass the low flow test or resistor flow rate test. Based on the available information, the pump performing outside of product specifications could affect product performance.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with atrophy and recurring incontinence. Surgical intervention was performed to explant the aus and replace with a new device. There were no additional patient complications reported.